Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
Related manufacturer reference number 3006705815-2020-00560. It was reported that the patent had high impedances on one of their leads. As a result, surgical intervention was taken to explant the leads. Note:it is unknown which lead is liable, as such both are being reported.

Manufacturer narrative:
The reported issue of high impedance was not confirmed. Analysis of the returned lead did not identify any fractures, outer tubing breaches or anomalies. The returned lead passed end to end continuity and inter-channel continuity testing.